Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted a lead warning occurred for the high pacing impedance.

Event description:
It was reported that the left ventricular lead was possibly fractured. The lead had high pacing impedance and was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed; analysis revealed the distal conductor was fractured at the first rib/clavicle. The distal and proximal conductors were distorted at the same location and the proximal conductor was also fractured. There was an outer insulation breach at the first rib/clavicle as well.